Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a extrinsic outflow graft obstruction (eogo) that was confirmed by a computed tomography (CT) scan. The patient was stable and doing fine. The patient will be closely monitored and no further activity was scheduled for the patient.

Manufacturer narrative:
Section e: reporter phone number and email were not provided manufacturer's investigation conclusion: the report of an extrinsic outflow graft obstruction (eogo) could not be confirmed as no images were submitted and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), remains in use. A specific cause for the reported event could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 "surgical procedures" contains information regarding the preparation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.